Manufacturer narrative:
Failure analysis noted that the insulin pump had an excessive no delivery alarm during the excessive no delivery test due to faulty force sensor resistor (gold). The pump was received with a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 73 mg/dl at the time of incident. The customer changed the reservoir, infusion sets and sites but the pump still alarmed no delivery. The customer disconnected and reconnected from the pump but it still alarmed no delivery. The customer did not want to troubleshoot. The customer was advised that the pump would be replaced. The pump was returned for analysis.